Manufacturer narrative:
The actual complaint product was not returned for evaluation. All information reasonably known as of 30-oct-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 08-oct-2019 stated, "the sample has been put to clinical waste and cannot be returned."

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 07-oct-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the transpyloric (stomach) tube (tpt) was inserted in (B)(6) 2019. On (B)(6)2019 at 2000 the nurses notes indicated the, "tpt blocked this pm" and "coke" was used in an attempt to unblock the device. On (B)(6) 2019 at 0619 the nurses notes indicated the, "tpt blocked this evening prior to handover, managed to unblock with a small amount of coke zero, [no] further issues experienced at present, feeds restarted and running at 20ml/hr with monogen powder added." On (B)(6) 2019 at 2018 the nurses notes indicated the, "tpt not in correct position, medical staff had organised a new tpt to be inserted on (B)(6) 2019 by radiology." The distal broken tip of the tpt was noticed in the patient's stool. An x-ray was performed, the tpt was removed and a nasogastric tube (ngt) was utilized for continuous feeds overnight. Additional information received 16-sep-2019 stated no additional information will be provided, based on the matter being closed.